Event description:
The light fell from it's ceiling mount as it was being moved while in use with a pt. The nurse in attendance pushed the pt out of the path of the falling light. In doing so, he was struck in the head by the light. The impact was sufficient to break the skin, however, no treatment (such as stitches) was required. The nurse expressed no further complaints subsequent to the event.